Event description:
Revision surgery was performed 2 years and 4 months after the primary procedure due to a nickel allergy, which resulted in joint stiffness. The surgeon revised the gmk sphere femoral component, tray, and insert with tinbn-coated components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 jan 2026. Gmk-sphere 02.12.0004r gmk-sphere femoral component cemented - 4r (k121416) lot. 2216424: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-sept-28. One confirmed anomaly was recorded for this lot; no trend or additional issues were identified. To date, (B)(4) items of the same lot have been sold during the period of review. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot: 2308908: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-july-05. One confirmed anomaly was reported for this lot; no additional anomalies or trends were identified. To date, (B)(4) items of the same lot have been sold during the period of review. Root cause:based on the available information, no definitive root cause can be established. However, the clinical and radiographic findings are consistent with a local allergic reaction. There is no indication that a device-related issue caused or contributed to the event, and the device history record review did not identify any manufacturing-related issues.